Event description:
During a response, the defibrillator would not advise a shock on the pt with severe psoriasis and a presenting ventricular fibrillation rhythm. The defibrillator continually advised the user to press the pads firmly onto the chest. Four sets of pads were used with two different defibrillators, neither or which obtained suitable pads contact to analyze and advise a shock.